Event description:
The following has been reported: department: ICU - 2 status: stat name of equipment repair: IV pump location of equipment: ICU 2nd floor facility: kootenai describe the problem: pump suddenly stops during infusion, alarm for "pump problem; service needed" amiodarone drip running, switched to another pump to continue infusion was there patient harm: no. 3/4 - biomed reported: "pump (B)(6) has been clean and is functioning properly". An initial review of the device logs reveals the following: mechanical hardware failure (av sticky valve) an active infusion was delayed (per the logs); no adverse event was communicated. Reporting due to the referenced issue as a conservative measure. Further information is needed to complete the investigation.

Event description:
Per the preliminary investigation, the issue was due to contamination causing sticking of the fva valve pin. The issue was resolved with a thorough cleaning by the customer. A cleaning letter was sent to customers on the proper cleaning process for cleaning the cassette loading area of the pump.